Event description:
It was reported during a routine follow up, this pacemaker exhibited farfield oversensing that led to inappropriate atrial tachy response (atr) episodes. The health care professional (hcp) reported the intermittent farfield oversensing was resolved with device reprogramming. No adverse patient effects were reported. This pacemaker remains in service.